Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of impedance measurement anomaly was confirmed. The device was tested on the bench and unity test station and the device met all specifications. The cause of the field anomaly was not determined but suspected it was due to a device to lead connection or lead issue.

Event description:
It was reported that the device was deactivated for the patients open heart surgery. Upon interrogation, an alert for high impedance was observed. The device and lead were explanted.